Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation does not apply as the device was not implanted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side device "ruptured in the moment of introduction, thick tissues, solids of difficult handling, the implant was ruptured, and it folded by the superior pole." The device has been explanted.